Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of "compressor failure 1001" was duplicated and the compressor was replaced to resolve the report. The customer's report of "self check failure 1003" was observed during review of the device's forensic log. The device was put through extensive testing without duplicating the report. An internal inspection found foreign substance on the flow screens. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure - 1003" and "compressor failure - 1001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.